Manufacturer narrative:
Company rep evaluated the sys. Corrections included clearing the system's error logs and rebooting.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.